Event description:
Procedure: urological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received. Associated mdrs# 1018233-2012-02011 and 1018233-2012-02009.

Manufacturer narrative:
(B)(4). Additional info from importer report: report date: (B)(4) 2012. Brand name: uretex sup urethral support system. Cat# 485013. (B)(6).